Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be confirmed via laboratory testing.

Event description:
It was reported the patient underwent a lead revision due to the original lead migrating. The physician replaced the lead with a new one and repositioned it adequately. Follow up identified effective stimulation therapy was restored.